Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, loss of capture and loss of sensing were noted on the right atrial (ra) lead. Furthermore, while positioning the ra lead, the helix was unable to be extended or retracted. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.